Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of reset alarm, displayable history crc failed at startup and excessive no delivery from the insulin pump. The customer's blood glucose reading was 210 mg/dl. The customer stated that the pump worked great and then it reset itself. The customer was assisted with setting the time and date. The customer was assisted with rewind and prime process. The customer was assisted in performing a self-test. The customer stated that the test completed with nothing highlighted.